Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer called for assistance in changing basal settings; however, the customer did not know the value to change the basal setting to. The customer reported a blood glucose (bg) level ranging from 50-65 mg/dl and the bg level was addressed by the customer consuming food. The cause of the low bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.